Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
This report is for the simplex cement. It's reported by the attorney, through the filing of a legal claim, that the patient underwent a right stryker lateral assembly radial head and stem elbow implant implanted on (B)(6) 2011. After implantation, the patient began to experience pain, decreased function and instability of his right elbow. After images showed loosening of the components, the patient underwent revision surgery on (B)(6) 2019.